Event description:
It was reported by the physician that following a diagnostic heart catheterization and pre-insertion angiogram, the angio-seal was used to seal the common femoral arteriotomy. A pre-insertion angiogram revealed a 5mm vessel size at the access site. The device, however, failed to achieve hemostasis. Manual compression was applied to the puncture site and after some time, the bleeding stopped. Twenty-four hours after being discharged, the patient developed a painful, cold leg. The patient returned to the cath lab and was referred to a vascular surgeon for vessel occlusion. Surgery was performed to resolve the occlusion. The device was removed. The patient is reportedly doing well.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.